Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer for evaluation, reportable malfunction (peeling of polymer jacket) was recognized for the first time; therefore, the date manufacturer became aware of this was considered the date the device returned. The subject guide wire and concomitant metal-tip microcatheter were returned. The polymer jacket of the returned guide wire was torn off at approximately 160 mm from the wire tip and bear coils were exposed for approximately 110 to 160 mm proximal to the wire tip. Torn polymer jacket was gathered towards the wire tip and folded in accordion pleats. No significant damage or bend was found on the returned concomitant microcatheter. An unused 0.014 inch guide wire could pass through the catheter lumen without abnormal resistance; lumen lubricity was intact. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that friction exceeding the product's design limit was applied on the wire surface while the wire tip was being trapped in the calcified lesion. As the guide wire was manipulated, it was assumed that the wire was temporally deformed, interfered with the metal tip of the concomitant catheter, torn the polymer jacket, and stuck in the catheter lumen due to torn polymer jacket. There was no indication of product deficiency. Although the physician commented there was no adverse patient effect, a possibility could not be completely ruled out that fragment(s) of the torn polymer jacket might remain in the anatomy. Instructions for use (IFU) of the guide wire states: - [warnings] never use catheters with a metallic part that may come into direct contact with the surface of this guide wire (atherectomy catheter, metallic dilator, etc.).(this guide wire may be damaged or break apart.); and, - [malfunction and adverse effects] damage.

Event description:
It was reported that an ashai guide wire became stuck with a concomitant asahi metal-tip microcatheter during a ppi to treat a heavily calcified cto in the sfa. The guide wire was advanced in an attempt to cross the lesion when its tip became trapped by calcium. Upon removal, the polymer jacket and coils elongated at approximately 15cm from the wire tip and then became stuck with the microcatheter. A new guide wire and a microcatheter were replaced to resume the procedure. After successful wire crossing, a cutting balloon and dcb were used to reestablish the blood flow. The ppt was successfully completed. The physician commented that he thought severe calcification contributed to the reported wire damage. There was no adverse patient effect. No particular intervention taken against this malfunction was reported. The patient was fine without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.